Event description:
The device was applied during laparoscopic cholecystectomy. Reportedly, the clips did not load properly and the clips scissored. The hosp has reported no pt injury. Date device expires: 4/30/2001.